Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced damage to the transfer set and acquired peritonitis. The cause of the peritonitis event was reported to be a hole in the transfer set. The pt was treated with gentamycin (0.4ml per bag, with each bag) and ancef (2.5ml per bag, with each bag) for the peritonitis event. At the time of this report, the peritonitis event was ongoing but improving. Additional information was requested but is not available.